Manufacturer narrative:
10-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 07-sep-2017. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Brush head snapped in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that she changed the oral-b brushhead, version unknown on her oral-b rechargeable toothbrush, version unknown the other day, and then the brush head snapped in her mouth. She explained that she purchased a pack of brush heads with all different heads in it; she described that the bristles were blue and white on the outside and another blue on the inside. No symptoms developed. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned product on 07-sep-2017. Product investigation is in progress.

Event description:
Brush head snapped in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that she changed the oral-b brushhead, version unknown on her oral-b rechargeable toothbrush, version unknown the other day, and then the brush head snapped in her mouth. She explained that she purchased a pack of brush heads with all different heads in it; she described that the bristles were blue and white on the outside and another blue on the inside. No symptoms developed. No further information was provided.